Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: currently, I am not able to raise a complaint per patient because the data per patient is not ready - I have already met with the surgeons today again to expedite because this requires going through the surgery file of q4 last year and identifying the patient with complications. In the meantime, the surgeons confirmed today that most patients who presented with skin reactions were healthy, fit, and young. When they came back with skin reaction, the suture (monocryl plus used in subcuticular closure) was already there, but there was gapping in the skin due to tissue reaction. Roughly, 4 patients were treated at the outpatient clinic. The suture was removed and replaced by interrupted nylon suture. Suture lot number: I mentioned 2 lots that were supplied to the hospital at that time. Suturing technique: continuous subcuticular suture, with an external knot at both ends. Please note that currently they are using monocryl (non- antibacterial) and they are not facing any skin reactions. They are suspecting that the plus coat of the suture to be the reason behind this tissue reaction.

Event description:
It was reported that a patient underwent a spine surgery on an unknown date and suture was used. Post-op, the patient experienced skin irritation and gapping following the use of the suture. The patient may have been readmitted for secondary suturing. Starting from (B)(6), the surgeon moved to a regular suture and this incidence did not occur. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the detailed data requested needs to be provided by the main surgeon who is not available until after each holiday - hopefully in around 10 days from today. Please note that such complaint was not reported previously. Dr (B)(6) (spine surgeon concerned) stopped using monocryl plus and started using the regular monocryl instead, which he says does not cause any skin reactions. Regarding the lot number, I already shared 2 batch numbers in the complaint raised which were supplied to the hospital. Additional information was requested, and the following was obtained: dr (B)(6) (the spine surgeon who initiated the complaint) mentioned that 4 to 5 patients experienced dehiscence following the use of monocryl plus. He will look into the patient records and will come back to us with more details since this occurred more than 5 months ago. His assistant (dr (B)(6) also mentioned that some patients were readmitted to surgery for secondary suturing. Also, kindly note that as mentioned in the complaint submitted, I put the two lot numbers that were supplied to the hospital end of last year. I cannot tell which one exactly was involved in this incident. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the quantity of sutures/lot numbers used: how many sutures were used for each patient: 1 suture or 2 sutures? Was only 1 suture used on each patient and the lot number of the actual suture is unknown and there are 2 possible lot numbers? Or was 1 suture of each lot number used on each patient? Customer quality is only aware of 1 lot number of ubmkzz at this time. What is the second lot number? Please provide. Please provide the following information for each patient: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name (type of spine procedure) of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the monocryl plus used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was each layer closed and what was used on each layer? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? Is it known how the wound dehisced? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated this event? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?